Event description:
About a month ago, I purchased the amo complete moisture plus for my soft contact lenses. I experienced severe burning and blurred vision in my eyes and I discarded the lenses thinking there was a problem with them. I inserted a new pair after washing them off with this solution and again experienced extreme itching and burning. I washed out my eyes for several hours, but for days I experienced blurred vision and burning and was unable to drive due to the blurred vision. I have not worn my contacts since. After going to your web site, I saw that this particular solution has been recalled. I feel your company should reimburse me for 2 pairs of contact lens, the cost of the 4 oz. Solution, and the cost of 2 lens storage cases. The number on the container is: ab04790, exp. Dec. 08, #501131.